Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the rep and hcp indicated that an x-ray taken on (B)(6) 2021, and the image showed the right lead had pulled down caudal approximately 2 cm to the top of t9 and the left lead had pulled down caudal approximately 1 cm to the bottom of t8.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that during a reprogramming session due to loss of efficacy, an impedance check revealed electrode zero greater than 10,000 ohms. It was noted that the patient fell in (B)(6) 2020. The rep reported that electrode zero was not activated either prior to nor after today's programming session. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2017, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that programming was done around electrode #0 and when they spoke with him on (B)(6) 2021, he stated pain decreased 75% after 45 minutes of stimulation on his new group the rep had programmed in the office on (B)(6) 2021. The issue was resolved.